Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the radical-7 device switched itself off during use. No known impact or consequence to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to be unable to engage in patient monitoring due to a watchdog alarm. Internal inspection of the device attributed to watchdog alarm to a component (u21) failure on the system board. A service history record review reveals that this lot was in the field for over one (1) year with no previous reported issues prior to this reported event.